Manufacturer narrative:
The patient refused care and admission to the hospital. Therefore, no additional information can be obtained regarding the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing two syncopal episodes with shortness of breath and coughing while in a seated position which occurred without warning. The physician wanted to admit the patient who refused and signed out against medical advice. No additional adverse patient effects were reported.